Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00163. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined from the provided photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a large volume folfusor ruptured three hours prior to the end of the patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.